Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit chip. The electrodes were scrapped.